Manufacturer narrative:
B2 date of death is an approximate date as the actual date of death is not known. B3: medwatch date of this report was used as event date as the actual event date is not known. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Reported via medwatch it was reported that a death occurred. A left atrial appendage (laa) closure procedure was performed, and an unknown watchman access system (was) was selected to be used. During the procedure, an intracardiac echocardiography (ice) catheter and the was sheath were placed in the left atrium for a laa procedure. The ice was able to cross from the right atrium into the left atrium via transeptal puncture and performed the measurements with no issues. After contrast delivery during fluoroscopy, bubbles were visualized on the left side of the heart and appeared to have perfusion/air in the heart. Shortly after, the patient turned purple and went into cardiac arrest, requiring cardiopulmonary resuscitation (CPR) for nearly 40 minutes. A non-boston scientific (bsc) impella device was placed, and the patient was transferred to the intensive care unit (ICU). The patient did not survive the procedure, and the cause of death was not determined or communicated. Per clinical assessment, the reported air embolism was not related to the device.

Event description:
Reported via medwatch. It was reported that a death occurred. A left atrial appendage (laa) closure procedure was performed, and an unknown watchman access system (was) was selected to be used. During the procedure, an intracardiac echocardiography (ice) catheter and the was sheath were placed in the left atrium for a laa procedure. The ice was able to cross from the right atrium into the left atrium via transeptal puncture and performed the measurements with no issues. After contrast delivery during fluoroscopy, bubbles were visualized on the left side of the heart and appeared to have perfusion/air in the heart. Shortly after, the patient turned purple and went into cardiac arrest, requiring cardiopulmonary resuscitation (CPR) for nearly 40 minutes. A non-boston scientific (bsc) impella device was placed, and the patient was transferred to the intensive care unit (ICU). The patient did not survive the procedure, and the cause of death was not determined or communicated. Per clinical assessment, the reported air embolism was not related to the device.

Manufacturer narrative:
B2 date of death is an approximate date as the actual date of death is not known. B3: medwatch date of this report was used as event date as the actual event date is not known. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman laa closure device was not returned; therefore, returned device analysis could not be completed. Device history record review: the batch number of the watchman laa closure device was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review: as the specific product family is unknown, the instructions for use (ifus) for all watchman product families were reviewed for this complaint. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman laa closure device instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia (cardiac arrest) (additional device required, resuscitation), hypoxia, air embolism, and death (intensive care). Risk review: as the specific product family is unknown for this complaint, risk documentation for all watchman product families were reviewed for this complaint. The risk review was completed and confirmed that the events of arrhythmia (cardiac arrest), hypoxia, air embolism, and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.